Manufacturer narrative:
The customer was sent a replacement pump in style, which was still under warranty. On (B)(6) 2018 the customer was contacted by a complaint handler, at which time the customer indicated that the mastitis began on (B)(6) 2018 while she was pumping with her freestyle breast pump. Though she has only used the replacement pump in style once, she indicated that it appeared to be working without issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer reported to medela llc that she had an old freestyle breast pump that she started using with her baby; however, the suction was not strong enough and she developed mastitis. She was diagnosed by her physician on (B)(6) 2018, for which she was prescribed a 10-day course of antibiotics. Currently, the mastitis is resolved. In place of the freestyle, the customer indicated that she used a pump in style, which she alleged also had low suction.